Event description:
A customer reported the trocar from a 25 gauge had broken off in a pt's eye and was not retrievable. Additional info, received by the operating room supervisor, indicated at the end of a total penetrating keratoplasty (tpk) and vitrectomy, when the surgeon tried to remove the trocar, it broke off and fell back into the pt's eye. Because the cornea was cloudy from the tpk, the surgeon was unable to see it so did not retrieve it.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).